Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. A restoration modular stem construct, lfit v40 head, and uhr bipolar component were implanted. Update 24/august/2021: as reported by rep: loose securfit ha collared stem size 9 with a 26+5mm femoral head and 51mm bipolar component.